Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, scar and drainage under entire patch area, the patient consulted a doctor who prescribed an unspecified ointment and ibuprofen (anti-inflammatory medication). The area was prepared with soap and water before placing the sensor on the body. At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.